Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was would not charging normally and was taking a long time to charge. It was also reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined troubleshooting.